Manufacturer narrative:
UDI -- (B)(4). DHR - review of the history device records for the valve, product code 82-3842 with lot 194596 conformed to the specifications when released to stock on the 15th june 2018. Failure analysis - the valve was visually inspected: no defects noted. Pressure test passed. No root cause could be determined; as no functional problem was noted with the valve.

Event description:
N/a.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that a hakim valve (ID 823842) was implanted. The doi and its initial setting was unknown. Then suspicious valve obstruction was reported, therefore a revision surgery was performed on (B)(6) 2019. The patient has a medical history of sah. No further information was provided by the hospital.